Event description:
It was reported that the foley catheter, after being left in place for a few days, it came out naturally. After that, health professional filled the removed catheter with saline and left it in place, and the balloon deflated within a few days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.